Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 286mg/dl at its highest; current bg level was 90mg/dl. Correction boluses via the pump were delivered to address the elevated bg levels. No issues with the pump supplies in use during the occlusion alarms were observed. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Cts advised the customer to monitor their pump performance.